Manufacturer narrative:
Method - comparison to another test mode. Results: discrepant results compared to another test method. Conclusion - no evaluation will be performed - additional testing performed by customer showed discrepant results. There are no reports of adverse health consequences associated with the discrepant results.

Event description:
Testing yields inconsistent categorical agreement with ertapenem, meropenem and imipenem with e. Coli. A customer ran an e. Coli clinical isolate three times and received varied results for three antibiotics after receiving an off-line positive hodge test. Results: ertapenem: sensitive (1 time) and resistant (2 times). Imipenem: sensitive (1 time) intermediate (1 time) and resistant (1 time). Meropenem: sensitive (2 times) intermediate (1 time). Results could not be confirmed as the customer did not have the isolate to send to siemens for testing. The results were reported as resistant to the physician and treatment was not affected, or withheld. There are no reports of adverse health consequences associated with the discrepant results.